Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp. The malfunction was duplicated and attributed to the lithium battery on the system board. Zoll recommends replacement of the lithium battery every 5 yrs. This device is approximately 9 yrs old from date of MFR. Analysis for reports of this type has not identified an increase in trend.